Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the piic ix is not making any sounds when it is powering on it will not make sound and when it is alarming they can't hear it either. They can see visually the light outside the room and on the surveillance; however, the piic ix is not making any sounds. The customer reboot the surveillance and this did not correct issue. They also checked the speaker connection and this did not correct issue. They were asked to obtain another speaker and to then swap it out and see if the issue is with the original speaker, but they did not have a spare. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips received a complaint on the patient information center ix indicating that the staff could not hear alarms at the central station but could hear the alarms from the bedside. It was determined that the piic ix was not making any sounds when it was powering on or when it was alarming. The staff was able to see visually the light outside the room and on the surveillance. The remote service engineer (rse) spoke to the customer and advised to reboot the surveillance, and this did not correct the issue. The rse had the customer check the speaker and its connection, but it did not correct issue. The rse asked the customer to obtain another speaker and to then swap it out and see if the issue is with the original speaker, but the customer did not have a spare speaker. The field service engineer (fse) went onsite and replaced the speaker, and the system was working as intended. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The device was operational after replacing the speaker. The serial number was corrected to reflect the software.